Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.5 x 28 mm stent successfully implanted at 12 atm in the proximal left anterior descending (lad) target lesion during the study index procedure. The patient was found to have one-vessel disease and had one target lesion treated during the procedure. The patient's left ventricular ejection fraction was (B)(4). There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient expired due to cardiopulmonary arrest on (B)(6) 2012. Cardiopulmonary resuscitation was attempted. The event was possibly related to the cypher stent and index procedure. Neither death certificate was collected nor was autopsy performed.

Manufacturer narrative:
Addendum (02/19/2013): additional information received through adjudication minutes indicated that on (B)(6) 2012, the patient developed shortness of breath and collapsed. Ems was called. The patient was found to be in pulseless electrical activity. Per provided consultation report, this was a witnessed arrest after the ems arrived. The patient was intubated and cardiopulmonary resuscitation was initiated. He was brought to the hospital. Cardiac enzyme tests results, if performed, were requested. The site responded that no further information is available. The site reported that a 12-lead ECG showed junctional rhythm with a right bbb and st and t wave changes in the inferior leads. A bedside echocardiogram showed ventricular standstill. The ECG core lab reported persistent accelerated idioventricular rhythm, no new major st-t abnormalities, and no new q waves. In the hospital, cardiopulmonary resuscitation efforts were continued and eventually stopped. The patient expired on (B)(6) 2012. No autopsy was performed. The death certificate was not collected. The site reported the cause of death as cardiac, sudden death. The event of cardiopulmonary arrest had previously been reported at the time of initial report. This is just to add a code for thrombosis as reported through the cec adjudication minutes. Updated complaint conclusion: the complaint received states that this (B)(4) study patient died after cardiopulmonary arrest and due to thrombosis as per adjudication minutes approximately 18 months post index procedure. This was (B)(6) male with medical history including history of angina (within past 6 weeks), history of previous pci, family history of coronary artery disease, hyperlipidemia, history of myocardial infarction (mi), history of chronic pulmonary disease (copd), history of smoking within the last 30 days, allergy to morphine. The report received from the (B)(4) study indicated that the patient was enrolled in the study in (B)(6) 2010 and had a cypher 3.5 x 28 mm stent successfully implanted at 12 atm. In the proximal left anterior descending (lad) target lesion during the study index procedure. The patient was found to have one-vessel disease and had one target lesion treated during the procedure. The patient's left ventricular ejection fraction was thirty to thirty-nine percent (lvef 30-39%). There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the index procedure. Additional information received from the site indicated that a patient expired due to cardiopulmonary arrest. Cardiopulmonary resuscitation was attempted. The event was possibly related to the cypher stent and index procedure. Neither death certificate was collected nor was autopsy performed. To date no further information has been available. Additional information received through adjudication minutes indicated that on 05/29/2012 the patient developed shortness of breath and collapsed. Ems was called. The patient was found to be in pulseless electrical activity. Per provided consultation report, this was a witnessed arrest after the ems arrived. The patient was intubated and cardiopulmonary resuscitation was initiated. He was brought to the hospital. Cardiac enzyme tests results, if performed, were requested. The site responded that no further information is available. The site reported that a 12-lead ECG showed junctional rhythm with a right bbb and st and t wave changes in the inferior leads. A bedside echocardiogram showed ventricular standstill. The ECG core lab reported persistent accelerated idioventricular rhythm, no new major st-t abnormalities, and no new q waves. In the hospital, cardiopulmonary resuscitation efforts were continued and eventually stopped. The patient expired on (B)(6) 2012. No autopsy was performed. The committee agreed with the event of coronary stent thrombosis as a cause of death. The death certificate was not collected. The site reported the cause of death as cardiac, sudden death. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15261943 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to draw an accurate conclusion between the reported event and the possible contributing factors.

Manufacturer narrative:
Concomitant medications included ace inhibitors and plavix. Complaint conclusion: the complaint received states that this (B)(4) study patient died after cardiopulmonary arrest approximately 18 months post index procedure. This was a (B)(6) male with medical history including history of angina (within past 6 weeks), history of previous pci, family history of coronary artery disease, hyperlipidemia, history of myocardial infarction (mi), history of chronic pulmonary disease (copd), history of smoking within the last 30 days, allergy to morphine. The report received from the cypress study indicated that the patient was enrolled in the study in (B)(6) 2010 and had a cypher 3.5 x 28 mm stent successfully implanted at 12 atm. In the proximal left anterior descending (lad) target lesion during the study index procedure. The patient was found to have one-vessel disease and had one target lesion treated during the procedure. The patient's left ventricular ejection fraction was (B)(4). There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged two days after the index procedure. Additional information received from the site indicated that a patient expired due to cardiopulmonary arrest. Cardiopulmonary resuscitation was attempted. The event was possibly related to the cypher stent and index procedure. Neither death certificate was collected nor was autopsy performed. To date no further information has been available. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15261943 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.